Event description:
Physician unable to obtain any myocardial biopsy tissue samples with the current forceps. Once this was taken out of service and a new forceps used, then physician was able to obtain sample immediately without difficulty.